Event description:
Event description cpi received information indicating that at a routine follow-up exam, this implantable cardioverter defibrillator (ICD) was exhibiting signs of slightly increased atrial impedance and threshold levels, although still within normal levels. Cpi learned that this implantable cardioverter defibrillator (ICD) system was explanted because of an abnormal rise in atrial lead impedance and thresholds.